Event description:
A report was received that the patient¿s ipg would not charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement per physician¿s preference. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient¿s ipg would not charge. The patient will undergo an ipg replacement procedure.